Event description:
It was reported that diagnostics were performed on a patient's device and indicated high impedance. The device was disabled due to this. It was reported that x-rays were performed and no kinks or fractures were observed in the lead by the physician. No surgical intervention has occurred to date. No additional information has been received to date.

Event description:
The patient underwent surgery to have both their vns explanted due to the device "bothering him". It was noted that the patient had a surgery earlier in life, not vns related, that caused difficulty swallowing for the patient and when the vns would stimulate it would exacerbate this issue. The explanted products have not been received by product analysis to date.